Manufacturer narrative:
The insulin pump was received with currents in specification. No blank display. The lcd board as ok. The insulin pump had intermittent button response due to moisture damage keypad trace. No display anomaly noted unit passed self test. The insulin pump had minor scratched lcd window, cracked display window corners, cracked reservoir tubelip, reservoir tube cracked, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the insulin was squirting out. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery. The customer mentioned that they had to press the act button multiple times before it respond. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.